Event description:
On (B)(6) 2024, (B)(6) submitted a pcr form with the following description of event: "dr (B)(6) thinks one of his patients who had an acdf back in (B)(6) of this year where he used I-factor putty is suffering from some side effects. He is wondering if he has some autoimmune response to the graft as the otherwise young and healthy male is battling angiogenesis - which is a loss of vision. Dr (B)(6) said it was some condition that means optic blind damage. Dr (B)(6) has asked if cerapedics can provide him/(B)(6) with any adverse advent report. He said he needs something like this to go back to the patient with." Additional information: email with the following additional information was received on 23 october 2024: first sign of symptoms: (B)(6) 2024 no other remedial action other than brimonidine eye drops. Prednisone started approx 1 week following the loss of sight. 80mg tapering to 0mg over 5 weeks. Symptoms sstabilized. Within 2 days of being off the steroids, symptoms got worse. Started another course of prednisone 60 tapering to 15 (current) and holding at 15mg. Symptoms again stabilized. Currently still on steroids as surgeon has no idea what, why or when the swelling will cease. Constant tightness in the neck with tension headaches on the left side of throat, jaw, temple and eye. (Same side as loss of sight).

Manufacturer narrative:
Device history record the device history record was reviewed for lot 21c0899. One ncr is associated with this lot, ncr 791. Ncr 791 is related to bca assay result failure. However, the lot in question met all specifications prior to its release. One additional complaint has been received for lot 21c0899. This complaint originated in ireland and was related to migration of product (c21-102). Complaints are unrelated and not indicative of an issue with lot 21c0899. Capas and ncrs associated with lot ncr 791 was associated with a bca assay result failure. The ncr was generated due to an incorrect pipetting technique by a newer employee in training. The lot was retested by an experienced operator and was confirmed to meet all specifications. This ncr had no impact on finished product. Literature research while it is rare, visual impairment or blindness after acdf surgery is possible. A rare but serious complication that can occur after spinal surgery is postoperative visual loss (povl). The incidence of povl is between 0.028% and 0.2%. Symptoms range from blurred vision to complete vision loss. The mechanism of povl is unclear, but it may involve damage to the visual circuit between the cornea and occipital lobe. Discussion with medical consultant a medical consultant was contacted to review the provided information and provide his medical opinion on the case. The medical consultant requested the patient's medical file/chart. Cerapedics is unable to request the patient's chart. Medical consultant stated that he could not give his medical opinion without the chart. Risk analysis and previous complaints cerapedics risk analysis document ra-001, revision 24 (putty) was reviewed. The failure mode identified in this complaint is already identified under line item 30 - "biocompatibility." Therefore, no updates to the risk assessment are required. There have been 2 (two) previous complaints related to this potential failure mode, however, no additional complaints have been received for loss of vision in a patient. Based on the total number of units distributed (n=(B)(4)), the observed rate is (B)(4). The mitigated risk probability for this potential failure mode is estimated to be (B)(4). Conclusion based on the information available, a causal link between the putty product and the loss of vision cannot be established. However, out of an abundance of caution this complaint is being incorporated into the risk management process. There have been no other complaints received for loss of vision relating to I-factor putty nor is it known is the patient has any underlying conditions that could have caused this event. Additionally while rare, postoperative visual loss (povl) is a known potential complication of acdf surgery.

Manufacturer narrative:
Pending additional information from surgeon. Investigation to be completed when additional information is received.

Event description:
Surgeon thinks one of his patients who had an acdf back in (B)(6) of this year where he used I-factor putty is suffering from some side effects. He is wondering if he has some autoimmune response to the graft as the otherwise young and healthy male is battling angiogenesis - which is a loss of vision.